Manufacturer narrative:
(B)(4). Expiration date: unknown as lot# is unknown. Catalog #: igtcfs-65-jp-jug-tulip. Implant date: (B)(6) 2013. Similar to device under 510(k) k090140. MFR date unknown as lot # is unknown. Device summary of investigational findings: evaluation of this device is solely based on the description since no devices have been available. Unknown how long the filter was implanted. However, it is known that filter retrieval can be difficult if the filter is tilted, with the filter hook leaning against the ivc. However, several case reports are published in articles, and describe difficult filter retrievals with successful result. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: in (B)(6) 2013, ivc filter placement via jugular approach was performed. On (B)(6) 2013: filter retrieval was attempted using gtrs-200-rb but it failed as the filter hook had embedded in the ivc wall. At that time, possible penetration of the ivc wall by the filter was detected by CT images. The procedure was discontinued. Additional information received 10jan2014: on (B)(6) 2014: no penetration of the ivc wall was confirmed at the hearing with the physician. Patient outcome: no adverse effect to the patient.